Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters were found before use sealed with a "black band" and unclosed packaging. The following information was provided by the initial reporter, translated from french to english: "customer reported catheters with sealed black band and unclosed packages."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 10 unused iag bc 20ga units in sealed packages from catalog number 381034, lot number 8253744 three photos were submitted for evaluation: photo one displayed 10 package label with black tape. Photo two displayed one package exposing the lot number and expiration date. Photo three displayed four packages revealing the end of the packages were opened. Visual/microscopic evaluation: black splice tape wrapped around the package top web (label); leaving the package end partially opened. The packages have product in them. Photos: based on the evaluation of the submitted photos; the photos displayed black tape wrapped around the package top web (label). Which is the same finding as that of the evaluation of the returned unit. Packaging process ¿ the defect package seal integrity poor/questionable was confirmed. The black tape prevented the packages from forming a complete seal. Per the procedure au-67, red/black splice tape is used for splicing tyvek / paper or blister rolls and challenging the splice detectors.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters were found before use sealed with a "black band" and unclosed packaging. The following information was provided by the initial reporter, translated from french to english: "customer reported catheters with sealed black band and unclosed packages."